Manufacturer narrative:
The farawave catheter was not returned for analysis; however, per the description of the event, the labeling review confirmed the user error that occurred when the device was disconnected from the continuous flush setup that led to the clinical observation of air bubbles in the catheter. From the farawave instructions for use (IFU): "flush the guidewire lumen and flush port lumen with sterile saline. Connect the flush port to a continuous flush line with pressurized heparinized saline and purge the catheter and tubing of all air bubbles. Ensure all luer fittings are secure. Warning: always verify that the tubing set, catheter, sheath and all connections have been properly cleared of air prior to inserting the catheter into the vasculature. Air entrapped in the tubing, catheter or sheath can cause potential injury or cardiac arrest. The operator is responsible for removing all air from the system." The IFU indicates the warning to always verify that the tubing set, catheter, sheath and all connections have been properly cleared of air prior to inserting the catheter into the vasculature. It was undetermined why the user did not follow the correct steps. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During the procedure, the scrub technician detached and re-attached the flush line from the farawave catheter when it was out of the patient's body. The operator went to aspirate the sheath and as they re-introduced farawave catheter and air was returning in the syringe. The scrub tech was instructed by staff multiple times not to disconnect and reconnect the flush line during case without re flushing the device, but they continued to do so. It is unknown if any air was introduced to the patient, but based on the observation, there did not appear to be any adverse patient complications. The procedure was completed successfully with the same equipment. It was believed that the event was not due to a device failure, but due to a device handling issue. No patient complications were reported. The catheter is not expected to return for analysis as it was disposed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During the procedure, the scrub technician detached and re-attached the flush line from the farawave catheter when it was out of the patient's body. The operator went to aspirate the sheath and as they re-introduced farawave catheter and air was returning in the syringe. The scrub tech was instructed by staff multiple times not to disconnect and reconnect the flush line during case without re flushing the device, but they continued to do so. It is unknown if any air was introduced to the patient, but based on the observation, there did not appear to be any adverse patient complications. The procedure was completed successfully with the same equipment. It was believed that the event was not due to a device failure, but due to a device handling issue. No patient complications were reported. The catheter is not expected to return for analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.